Event description:
Customer reported to customer service that she was having low suction with her freestyle hands free breast pump and that she engorged. She has mastitis and is on an antibiotic.

Manufacturer narrative:
The customer received a replacement pump. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.